Event description:
It was reported that an ilet pump developed a screen bezel separation with an opened seal that exposed the interior, rendering the device nonfunctional and no longer watertight; the device was used without a case and a replacement was provided with instructions for shutdown, data handling, and return. Symptoms included no reported changes in blood glucose and no clinical effects. Outcomes included no medical intervention, no hospitalization, and continued cgm use on the dexcom app or receiver. Investigation included customer service troubleshooting and education, verification of addresses and shipping, provision of a return label, and monitoring for the return of the original device. Investigation of this case revealed physical damage consistent with enclosure/seal failure affecting the display/bezel assembly and overall device integrity, and the device was subsequently received for assessment. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage related to enclosure integrity.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.